Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose due to empty reservoir at night. Customer's blood glucose was over 500 mg/dl and declined troubleshooting for high blood glucose. Customer did request assistance with priming pump. Customer received assistance.